Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 29) has been confirmed. Upon eval, the flags showed a charge profile fault. This code indicates that the converter is powering up too slowly or too quickly. The root cause for the fault was a loose interconnect pca. The root cause for the loose board cannot be positively determined, but is likely due to excessive force. Once the interconnected was re-seated, the monitor was fully functional. No adverse event resulted from the loose interconnect board. The pt was issued a replacement monitor.

Event description:
While reviewing the download data of a (B)(6) female pt, zoll customer support discovered that the pt's monitor was showing service code 29. The pt was issued a replacement monitor.